Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. After pre-dilatation was performed with a 3.5x15mm non-bsc balloon catheter, a 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the proximal part of the stent was damaged. The procedure was completed with a 3.5x24mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. After pre-dilatation was performed with a 3.5x15mm non-bsc balloon catheter, a 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the proximal part of the stent was damaged. The procedure was completed with a 3.5x24mm non-bsc stent. No patient complications were reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified lcx.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. After pre-dilatation was performed with a 3.5x15mm non-bsc balloon catheter, a 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the proximal part of the stent was damaged. The procedure was completed with a 3.5x24mm non-bsc stent. No patient complications were reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified lcx.